Manufacturer narrative:
Investigation: bd has not been provided with photos or samples to investigated for this record. Unfortunately, as a result, bd was unable to verify the reported issue. Bd believes that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The exact root cause for this issue is not possible to be determined. DHR showed no indication of the alleged defect.

Event description:
It was reported that a difficult plunger was found with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter, "the syringe gets airy does not close tightly, lots of excess air gets into the system, the vacuum is not good, after 0,5mm the plunger is tight, and it is difficult to absorb the drugs."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger was found with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter. "The syringe gets airy does not close tightly, lots of excess air gets into the system, the vacuum is not good, after 0,5mm the plunger is tight, and it is difficult to absorb the drugs."